Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Event description:
Additional information was received: no injury.

Manufacturer narrative:
Other text: additional information: b5 and h6 - health effects codes. H6 - evaluation codes: updated. Device evaluation: product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a cracked tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.